Event description:
It was reported about a study patient at home that experienced 17 controller fault alarms from (B)(6) 2015. The patient denied any symptoms or changes in pump parameters during the alarms. A controller exchange was made during a clinic visit on (B)(6) 2015; the patient tolerated controller exchange well. No further issues/alarms been reported after the controller exchange. No additional information was provided.

Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual examination and failed functional testing. System testing indicated a controller fault alarm which occurred when batteries were connected to both ports and ps1 was driving. A DHR review was conducted on the device and there was no evidence that there was an accompanying failure or any issues that could have contributed to the malfunction. Review of the log files also revealed multiple controller fault alarms. The reported event was confirmed during the review of controller log files and also during bench testing with two batteries connected for power. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications during testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. This would contribute to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log files (reported from complaint file) analysis confirmed controller faults generated were caused by sys_uic_aps_fail. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Device has not been received.